Event description:
It was reported during implanted there was a sensing complication observed when the stylet could not be driven into the end. This lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: dried body fluid found inside the inner insulation. After cleaning helix actuation was able to extend and retract. Analysis was normal. The lead exhibited normal electrical characteristics.